Manufacturer narrative:
Manufactures investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to the heartmate ii lvas could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2016. Due to hospital policy, no additional information was provided. No product is available for investigation; however, in the event that heartmate ii lvas is returned this complaint will be reopened. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired on (B)(6) 2016. Due to hospital policy, no other information was provided.